Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd luer lok¿ 3 ml syringe had foreign matter on the syringe. This occurred on 2200 occasions before use. The following information was provided by the initial reporter: material#: 309702, batch#: 8184890. It was reported that there were visible droplets on multiple syringes. The two challenges are: 1. Oil on syringes barrel that manifests itself as small spots, large, spots, smears and streaks in multiple orientations. These are silicone oil marks, which we have confirmed are bd silicone oil via gateway analytical testing using a standard bd syringe as a control. What it looks like to us is when the plunger is inserted excess oil drops off in different ways as the plunger makes its way to the bottom of the barrel to the seated position. 2. Cob or (crescent on barrel) ¿ after we fill a syringe occasionally there is a wet crescent on the air side of the barrel touching the plunger. Sometimes it is product as it will dry in 24-72 hours and sometimes it stays wet with what we assume is silicone oil. Since our process and products do not contain oil our silicone oil is the only source and it is already on the stoppers. As you can imagine this is difficult to observe on 3 and 5 ml syringes. In both cases 1 and 2 there is no additional leaking i.e. The plunger gaskets are sealed. We have ccit tested these syringes and know they are sealed. We have usp 71 tested the contents and know they are sterile inside the syringe.

Manufacturer narrative:
H6. Investigation: no unused original samples or photos were received by the manufacturing site for evaluation, therefore no defects could be confirmed. The original customer photos provided were not for 309702 product, therefore could not be evaluated. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8184890 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since the samples had been manipulated and filled with medication, the samples could not be handled, and fluid path could not be evaluated. No excess silicone was confirmed based on the photo of the 5 syringes received by the site. However, unused samples are required for a proper silicone evaluation. No defects were confirmed with regards to excessive silicone quantities in the syringes and no corrective actions are required at this time. H3 other text : see h10.

Event description:
It was reported that bd luer lok¿ 3 ml syringe had foreign matter on the syringe. This occurred on 2200 occasions before use. The following information was provided by the initial reporter: material #: 309702, batch #: 8184890. It was reported that there were visible droplets on multiple syringes. The two challenges are: oil on syringes barrel that manifests itself as small spots, large, spots, smears and streaks in multiple orientations. These are silicone oil marks, which we have confirmed are bd silicone oil via gateway analytical testing using a standard bd syringe as a control. What it looks like to us is when the plunger is inserted excess oil drops off in different ways as the plunger makes its way to the bottom of the barrel to the seated position. Cob or (crescent on barrel) ¿ after we fill a syringe occasionally there is a wet crescent on the air side of the barrel touching the plunger. Sometimes it is product as it will dry in 24-72 hours and sometimes it stays wet with what we assume is silicone oil. Since our process and products do not contain oil your silicone oil if the only source and it is already on the stoppers. As you can imagine this is difficult to observe on 3 and 5 ml syringes. In both cases 1 and 2 there is no additional leaking i.e. The plunger gaskets are sealed. We have ccit tested these syringes and know they are sealed. We have usp 71 tested the contents and know they are sterile inside the syringe.